Event description:
It was reported that the patient fell a couple days ago and since the fall she was intermittently feeling stimulation. The patient used the programmer to check her implant. The patient's stimulation was off at 0.0. The patient used the programmer to turn the device on and increased the stimulation. It was later reported that the patient wanted to turn it up a notch. The patient thought she may have turned off stimulation by accident a couple of days ago. The patient had been having a return of symptoms but she was not sure for how long. The patient was currently on program 2 and she increased the stimulation to 1.8 which was strong and comfortable both sitting and standing. The patient planned to leave on this setting and track her symptoms. The patient planned to speak to doctor as to how long to leave on the current setting before trying a different program. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kmnl, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).